Event description:
It was reported that at the end of a pulsed field ablation procedure using a farawave catheter it was found the patient had experienced a stroke. The ablation procedure was successfully completed and it was reported that the catheter and sheath were prepared properly and used with a continuous pressurized saline bag. Heparin was administered during the procedure and the act range was 360-400. Pulmonary vein isolations were performed as well as a posterior wall isolation (pwi), this pwi is considered off-label use for the farawave catheter. Once the procedure was completed the patient did not immediately regain consciousness; for this reason the patient was admitted to the hospital and a CT scan was performed which showed the patient had reduced blood flow through the middle cerebral artery. A second CT scan was performed after 48 hours and showed there flow through the middle cerebral artery was still reduced, possibly due to an obstruction. No interventions have yet been reported, however, the patient regained consciousness, with deficits, four days later. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.